Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was at school and when trying to treat for blood glucose of 300 mg/dl, the insulin pump was showing 0.0 units for a bolus. The customer was not present with the insulin pump to troubleshoot. Mother was advised that the insulin pump would show 0 units if using the bolus wizard when there is still active insulin. Mother was not aware of any alarms. It was advised to use back up plan if necessary and call back to troubleshoot the insulin pump.